Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube was broken overnight. The tube had to be changed out immediately for patient safety. There was patient involvement and no patient harm/adverse event reported.